Event description:
The customer reported that she has been having adhesive issues with the product and that she ended up in the hosp because, she believes that the pod was not delivering insulin. No further info regarding the hospitalization or possible treatment was provided.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot qualification records were reviewed, as the product lot number was not provided.